Manufacturer narrative:
The control solution lot number and expiration date were not provided during the initial call, so it was not possible to determine the manufacture date.

Event description:
The customer stated she accidentally put breeze2 control solution into her eyes thinking the solution was her eye drops. No injury was alleged as a result. No product will be returned.